Event description:
It was reported that the pt started to receive an out of regulation (oor) condition 6 months ago and continued to see it occasionally. The display would show a 'call your doctor' icon and the pt could not increase amplitude without receiving the oor. In order to increase amplitude the pt first decreased setting and then increased it. Additionally, impedance measurements of >40000 ohms were found. There were no falls or trauma related to the open circuit. The oor maybe caused by an intermittent short. The pt was to record positions and battery charge level. Later it was reported that the manufacturer's representative was not able to solve the problem. The pt was going to monitor the situation. The pt outcome was good and she was able to use her stimulator without difficulty.

Manufacturer narrative:
(B)(4).